Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch lancing device casing was cracked and/or broken. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist (mss) was unable to reach the patient by phone to obtain additional information. The patient reported that the alleged issue began on (B)(6) 2010. The cca noted that the patient manages her diabetes with a combination of medications. The patient denied taking any action regarding her diabetes management as a result of the alleged issue. It is not known if the patient discontinued testing her blood glucose as a result of the alleged issue with the subject lancing device. Two weeks after the start of the issue, the patient claimed she developed blurred vision and treated self with 42 units of lantus insulin. The cca noted that the patient "normally" takes 38-39 units. During troubleshooting, the cca noted there was no known misuse to the lancing device. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of hyperglycemia after the alleged issue began.

Event description:
Adverse event(s): "retinal detachment" (detached retina). Product problem(s): "vitrectomy probes were blocked" (blockage within device or device component). A surgeon reported that 23 gauge vitrectomy probes were blocked during surgery. No system messages were displayed. This was reported to have occurred in several pts. One pt reportedly had a retinal detachment, in the early postoperative stage, during an epimacular retinal membrane peeling. The pt was hospitalized. Additional info received from the surgeon indicated the 23 gauge vitrectomy probe stopped cutting during the procedure. The surgery was reestablished using reflux. The outcome of the event was reported as not resolved. No additional info is expected. This is the second of three reports being filed for this facility.

Manufacturer narrative:
The lay user/patient's lancing device has been returned and evaluated by lifescan product analysis with the following findings: the lancing device involved in this case failed testing. Found that the lancing device was cracked/broken. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.